Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: upon receiving the goods, the customer noticed damage on the printed side of the sterilization pouch and therefore returned it to us. Please find the attached photos for your reference. The customer did not use the product during surgery and directly requested us to retrieve it. We have replaced it with a new unit for the customer. Type of intervention: the customer did not use the product during surgery and directly requested us to retrieve it. We have replaced it with a new unit for the customer. Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a hole in the packaging. Based on the condition of the returned unit, it is possible that the hole in the packaging was caused by improper handling of the unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: upon receiving the goods, the customer noticed damage on the printed side of the sterilization pouch and therefore returned it to us. Please find the attached photos for your reference. The customer did not use the product during surgery and directly requested us to retrieve it. We have replaced it with a new unit for the customer. Type of intervention: the customer did not use the product during surgery and directly requested us to retrieve it. We have replaced it with a new unit for the customer. Patient status: na (no patient involvement)